Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis and insufficiency. Strucutral valve deterioration or degeneration is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. The op report indicates that the patient's stenosis and insufficiency was secondary to a degenerated prrosthetic valve. Unfortunately, the device was not explanted; therefore, the root cause of this event cannot be confirmed. No further actions are possible with the available information.

Event description:
In this case, it was reported that the patient underwent redo-aortic valve replacement (valve-in-valve) after an implant duration of approximately 12 years, 7 months due to stenosis and insufficiency, secondary to bioprosthetic degeneration and dysfunction. Patient also had dynamic ventricle with lv hypertrophy. The prosthetic valve was replaced with another edwards valve. The patient tolerated the procedure well.